Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that the surgeon experienced a lack of suction 2 times prior to laser being fired for the left eye of a patient during lasik surgery. It was reported that after laser treatment a partial sidecut was created after the meniscus crept in. Surgeon did not attempt to lift the flap and patient was rescheduled to have photorefractive keratectomy procedure at a later date.